Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc038 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (asgsfc038) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported by the customer that "on (B)(6) 2022, the rn attempted to draw labs from ivad and noticed a small hole in ivad tubing just above the cap. Ivad then clamped and de-accessed."